Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations determined that there is an interfering factor against the idiotype and/or the fc fragment of the monoclonal antibody of the assay present in the sample. This interference is covered in product labeling.

Event description:
The customer reported that they received erroneous results for one patient sample tested for free triiodothyronine (ft3). The specific date the event occurred was asked for, but not provided. The sample was initially tested at the customer site on an e602 analyzer and then repeated on a centaur analyzer. During investigations, the patient sample was tested on an e602 analyzer and an e411 analyzer on (B)(6) 2015. It was asked, but it is unknown which patient results, if any, were reported outside of the laboratory. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The e602 analyzer serial number used at the customer site was asked for, but not provided. The e602 analyzer serial number used for investigation purposes was asked for, but not provided. The ft3 reagent lot number used on this analyzer was 180539, with an expiration date of october 2015. The e411 analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 178189, with an expiration date of may 2015.

Manufacturer narrative:
This event occurred in (B)(6).